Manufacturer narrative:
Sterilization and lot history records were reviewed and no exceptions were found.

Event description:
Report received from (B)(6) states: "the cutter was primed and tested before surgery however during the procedure it stopped cutting but there was still aspiration. The surgeon used another cutter and completed the surgery with no injury or impact on the pt."